Event description:
It was reported "pump had a high pitched alarm, no alarm message on pump and then pump shut down". The pump was switched out to continue therapy. No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump had a high pitched alarm, no alarm message on pump and then pump shut down". The pump was switched out to continue therapy. No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "pump had a high-pitched alarm, no alarm message on pump and then pump shut down" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.